Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level of 273 mg/dl. The customer delivered a correction bolus. During a system check with tandem technical support, a 2 inch air gap was identified within the infusion set tubing. The customer was able to successfully prime the tubing and resume insulin delivery.